Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified proper functioning of the waste vacuum pressure, sample and reagent diluter positions, and instrument voltages. The cse proactively replaced the sample and reagent probes, verified the sample and reagent probe positions and angles, and readjusted the wash spinner speed. The cse performed a watertest pm and passed testing. A headquarter support center (hsc) specialist reviewed the instrument data and found no sample level sense issues or reagent level sense issues, and no mechanical issues were recorded during the time the discordant result occurred. The cause of the discordant, low patient ipth result on one patient sample is unknown. The instrument is performing within manufacturing specifications. The customer has run quality controls (qc) and patients samples with no issues. No further evaluation of the device is required.

Event description:
A single intact parathyroid hormone (ipth) discordant low patient result was obtained on the immulite 2000 instrument on (B)(6) 2017. The discordant result was reported to the healthcare practitioner who questioned the result. The operator sent the same sample to a reference lab, as per physician's request, for repeat testing on (B)(6) 2017. The repeated patient sample resulted high and in line with the physician's expectations for the patient. There are no reports of patient intervention or adverse health consequence due to the discordant, low patient ipth result.